Event description:
In 2005, at about 2 am - patient ran down external battery, switched to internal battery while playing video games in the living room, when internal was depleted they switched to ac, then device shut down with a vent inop alarm. Patient unable to restart vent on ac power, vent does not recognize any external power source. Patient bagged until back up could be brought out to location. No patient harm reported.